Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery "depletes inconsitently, depletes about 30-40% some days, others not- makes it hard to guage when to charge to prevent shutoff". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.